Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months post filter deployment, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that vena cava filter was in place, some of the vena caval filter struts were extending beyond the lumen of the vena cava which was not uncommon. One of the struts extended into the wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the struts perforated into abdominal wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.